Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), (B)(4). The full lead was returned, analyzed and the distal conductor fractured. It was noted that the proximal conductor was fractured, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. We did receive performance data collected from the device and have analyzed the data sensing - oversensing 37 - ventricular nst<=210 ms between 26-jun-2012 15:49:01 and 27-jun-2012 11:36:49. 2-vf<=210 ms average v-cycle on 26-jun-2012 at 15:36:47 and 15:39:29. Sensing - interference/noise ventricular short interval count v-sic=202.5 counts avg/day, in 5.04 days, between 28-jun-2012 11:17:24 and 03-jul-2012 11:12:24.

Event description:
It was reported that the patient received inappropriate therapy. It was also reported that the right ventricular [rv] lead had a high sensing integrity count [sic], noise was present and the sensing values were varying and low. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.